Event description:
Haven't been able to wee in two days [urinary retention]. Felt awful/feeling ill [malaise]. Finished period three days ago...last night bits of a tampon and the string fell out of me [foreign body in reproductive tract]. (Finished period three days ago)...last night bits of a tampon and the string fell out of me - tampax [device breakage]. Case narrative: consumer reported via phone that bits of a tampon and string fell out of her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Haven't been able to wee in two days [urinary retention] felt awful/feeling ill [malaise] , finished period three days ago...last night bits of a tampon and the string fell out of me [foreign body in reproductive tract] , (finished period three days ago) ...last night bits of a tampon and the string fell out of me - tampax [device breakage] . Case narrative: consumer reported via phone that bits of a tampon and string fell out of her. No serious injury reported.